Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: during the procedure. It was reported that during a left common carotid/left internal carotid artery bifurcation procedure it seemed like the patient was having tia symptoms. The following day the symptoms persisted and it was thought to be a stroke. The neurologist examined the films of the procedure and saw no reason for the symptoms. No additional information available.

Manufacturer narrative:
The lot history record (lhr) for this product was not reviewed because the product was not returned to abbot vascular for analysis and the lot number was not reported.